Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on the precision xtra blood glucose monitor. The results when plotted on a parkes error grid, fell into the "c/d" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot with control solution shows results typical for this batch. All results fell within the assigned range. A follow up report will be filed.